Manufacturer narrative:
(B)(4): the reported description of this complaint notes there was a "speaker malfunction" visual message on the monitor's display screen. The customer reported receiving both audible and visual alarms at the central station monitor. No patient harm was reported. We will consider that there was a loss of audio at the bedside monitor. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description of this complaint notes there was a "speaker malfunction" visual message on the monitor's display screen. No patient harm was reported.